Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that the pump time and date were incorrect, cause was due to pump reset. Customer¿s blood glucose level was 183 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.